Event description:
The patient was implanted in 2018 and was told the device would last 5 years, but it didn't. The patient read on line there was a patient that had the same problems they had been having. It was the same implant and model number that they had. They thought there was a recall on it. Back in 2019 there was a recall. They saw the information on the FDA website. They thought the issue was back in the last couple years. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).